Manufacturer narrative:
The event occurred at (B)(6) university in (B)(6). Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's lactate dehydrogenase (ldh) level increased from 500 u/l to 2000 u/l overnight, and that the patient experienced right heart failure. The ramp echocardiogram study was positive. Although the speed was increased to over 10,000 rpm, the left ventricular diastolic diameter did not reduce. A pump exchange was completed on (B)(6) 2017.

Event description:
Additional information: it was reported that a sudden pump stoppage occurred due to thrombus. The pump was exchanged on (B)(6) 2017.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the left ventricular assist system (lvas) however, a correlation to the reported event could not be conclusively determined. The pump was returned assembled with the percutaneous lead (lead) severed approximately 11 inches from the pump housing, and the remainder of the lead was returned for evaluation separately. The inflow conduit and outflow graft were not returned. The outlet elbow was returned attached to the outlet port. Examination of the proximal-side of the outlet stator revealed a small, red, non-adhered deposition loosely seated adjacent to the outlet bearing ball. The deposition did not reveal evidence of laminated layering or denaturation to indicate that it was present while the pump was operating. Although the origin of the deposition and the duration of time for which it was present in the pump could not be conclusively determined, the size and structure of the deposition suggest that it was unlikely to have contributed to the reported elevated lactate dehydrogenase (ldh). The remainder of the blood-contacting surface did not reveal any depositions or thrombus formations. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed and no abnormalities were found. Electrical continuity testing of the returned portions of the lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.